Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
(B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00120. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v200 indicating that an o2 alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered.the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report an o2 alarm that had occurred on their v200 ventilator. Investigation is ongoing.